Event description:
It was reported that the device had early battery depletion. It was also reported that the right atrial (ra) lead had high thresholds and at the device change out were within normal thresholds range. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: 2009 (B)(6). (B)(4).